Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with unknown blood glucose. Customer's current blood glucose was 41 mg/dl. Customer reported that they alleged insulin pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump and reservoir will not be returned for analysis.